Manufacturer narrative:
The tech found fluid leaking from the head cylinder. The tech replaced the head cylinder to repair the bed.

Event description:
Info received indicates the head section will not rise above 30 degrees.